Event description:
The hcp reported that the system was removed due to infection. The date of onset of infection was six days before event date. The patient did not have meningitis. The signs and symptoms of infection were redness, swelling drainage and pain. The primary source of the infection was the device pocket. Cultures of the device pocket and the lumbar region were obtained and staph was isolated. The infection was treated by total device system explantation, oral and intravenous antibiotics. The patient was receiving morphine via the drug pump; drug withdrawal was not reported. The patient had the additional risk factors of diabetes, corticosteroid use and morbid obesity. The infection resolved.